Event description:
The customer reported that the system would put itself into subtraction mode. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The backplane, the power supplies, and the rtos were replaced. The system was tested and found to be working as intended and put back into service.